Event description:
It was reported that the autoclavable camera head had image rotated by 90 degrees. The event had occurred during a therapeutic procedure while the patient was under sedation, and the device was outside the patient. The intended procedure was completed using the olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) hospital the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.